Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a pinhole 1mm proximal of the distal edge of the distal markerband. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no irregularities in the markerband that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely tortuous and moderately calcified proximal left circumflex artery. After a non bsc stent was deployed, a 2.75mm x 8mm nc emerge balloon catheter was advanced for post-dilatation. However, on the first inflation at 16 atmospheres, the balloon ruptured. The device was completely removed from the patient and exchanged with a non bsc balloon but also ruptured on the 2nd inflation. The procedure was completed with a non bsc balloon. No patient complications were reported and the patient's status was good.